Event description:
It was reported that the device was working correctly. The patient was implanted on (B) (6), 2010 because she suffered from bilateral mixed hl. A few weeks after the activation, the patient contacted the surgeon asking for explantation of the device due to psychological discomfort. She suffered from psychological disease. The patient was explanted on (B) (6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.